Manufacturer narrative:
The returned implantable defibrillator was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient implanted with this cardioverter defibrillator was admitted for an emergent replacement procedure due to the device reaching end of life (eol). The previous device interrogation approximately 7 months prior, showed the estimated battery longevity had12 months remaining, and during a subsequent check last month, the batter status was at elective replacement indicator (eri). The replacement procedure was successful with no additional adverse patient effects reported. This device was returned for analysis.

Event description:
It was reported that the patient implanted with this cardioverter defibrillator was admitted for an emergent replacement procedure due to the device reaching end of life (eol). The previous device interrogation approximately 7 months prior, showed the estimated battery longevity had 12 months remaining, and during a subsequent check last month, the batter status reached elective replacement indicator (eri). The replacement procedure was successful with no additional adverse patient effects reported. This device is expected for return.